Event description:
A physician reports that a patient underwent cataract surgery with implantation of the crystalens. Immediately postoperatively the patient reported a decrease in vision. Five days postoperatively, the lens was exchanged for another crystalens (diopter unknown). Reason provided was "wrong diopter power". Unknown if this is a lens calculation error or labeling issue. Additional information is being requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.